Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a power (battery life) issue there was reportedly a "replace battery" noted in pump history. There was no indication of damage to the pump. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 02/02/2015 with the following findings: a review of the black box revealed multiple ¿call service (cs) 128¿ replace battery alarms and ¿cs177¿ low battery alarms. The returned battery cap and cartridge cap were used to complete the investigation. There was moisture and corrosion observed in the battery compartment. The pump was powered on with ¿cs177¿warnings upon start up and the short battery life was duplicated. All currents draws were within specification. The pump¿s cover was removed; there was no moisture corrosion or intermittent conditions found to the power pcb. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.